Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) performed troubleshooting, replaced the tube in the rinse unit, and rerouted the tubes. He verified the module's performance by test runs and precision checks with successful results. The investigation determined the event was due to a mechanical leakage/seal. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 assay results from two patient samples tested on the cobas 6000 c501 module. The doctor deemed the initial results implausible prompting the rerun of the patient samples. Sample 1: the initial na result from the module was 199 mmol/l. The repeat result from another device was 135 mmol/l. Sample 2: the initial na result from the module was 199 mmol/l. The repeat result from another device was 136 mmol/l.